Event description:
It was reported that the patient underwent a replacement procedure of his tactile penile prothesis due to erosion and infection. All components were explanted and a new tactra device was implanted.